Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: it is reported that upon removal of the catheter for cleaning the nosecone was detached from the catheter. Device evaluation: the silverhawk device was received for evaluation without the cutter driver or any other ancillary devices or cine images from the procedure. The distal tip assembly housing was separated from the adaptor collar (shaft adaptor) at the hinge. Both hinge pins were present. Neither hinge pin cavity of the adaptor collar exhibited significant deformation. The housing was secured to the turbohawk device by the cutter head assembly/drive shaft and the housing ramp.